Event description:
Meter name: one touch basic. Strip name: one touch. Meter code: 7, strip code: 7. Strip storage: good condition. Symptoms: sick, vomiting, urinary tract infection. A patient reported they were seen in emergency room. Their meter allegedly was inaccurately low. The result on their meter was 212 mg/dl. The result on the emergency room meter was 600+. The time difference between patient's meter and emergency room meter was unknown. Treatment was unknown. No further information has been reported.